Event description:
It was reported initially by customer that device caused over-infusion to patient. Through several attempts to gather more info from customer, it was reported by customer that device logs showed at 7:52 am through 9:06am device was running heparin drip at 20 ml/hr. At 9:06am, device was changed to run 25ml/hr through 11:05ma. Customer reported at 11:05am, device was placed on hold. Customer reported that through this time the volume to be delivered amounts decreased appropriately. Through that time period, 68.7 ml was documented as infused by the pump. Customer reported that according to where the bag was marked by nurse, 125 ml had infused. Customer reported that pt did not experienced any adverse effect as a result of reported issue. Customer reported that patient is doing fine.

Manufacturer narrative:
Customer reported that device was evaluated by their lab and reported that device passed infusion testing. Upon receipt of the device from customer, device underwent 3 add'l volumetric evals by failure analysis. Device passed volumetric evaluations and tested within specifications. Investigation results: the reported complaint was not confirmed. See scanned table. Volumetrics of 120ml/hr and 10ml with customer set tested in spec at 10.0ml or 100% of expected volume preventative maintenance was also performed. During inspection and eval it was discovered that this outlook device contained non OEM parts that were added by the customer that have not been validated to meet MFR's specifications. This could possibly affect volumetric accuracy and is still being tested. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.